Event description:
On (B)(6) 2012, the patient reported that on (B)(6) 2012 she had a car accident due to low blood glucose on (B)(6) 2012 in the afternoon she had something to eat and delivered a bolus. The patient thinks she took too much insulin. She took a nap and was planning on eating something when she woke up to prevent her blood glucose level from dropping. When the patient woke up she was in a hurry and did not eat anything. She was rushing to make it to the marker before it closed. While she was driving she could not remember what was going on. She stated that she passed the market several times and she was on the wrong highway. She got into an accident around 5:00pm. The paramedics were called and when they tested her blood glucose level it was 38 mg/dl. The patient's normal blood glucose range is 81-100 mg/dl. The patient was treated with an IV by the paramedics at the scene of the accident. The patient stated that she did not know what was going on and she would not have been able to self-treat her low blood glucose level. She was not taken to the hospital and was released from the scene when her blood glucose returned to normal. When the patient returned home her blood glucose level was elevated due to the amount of glucose she was given. The patient was able to treat the elevated level with a bolus via her infusion device. On the date of report her blood glucose level was 81 mg/dl. The patient believes the infusion device is working properly. The infusion device was not requested to be returned for product evaluation.